Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the suture came loose on the battery in the pocket. This caused the device to not lay flat. The hcp took the patient back to surgery on (B)(6) 2018 to resuture the battery to the fascia. It was unknown what factors may have contributed to this issue. It was noted that the issue was resolved. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.